Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella rp flex device was inserted into the right internal jugular vein in a 77-year-old male patient with a past medical history of coronary artery disease (cad) and renal insufficiency, presenting in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-operatively cardiothoracic (CT) surgery: CABG. The impella was inserted as an escalation of therapy due to right heart failure. While the patient was in the intensive care unit (ICU), there was a purge system blocked alarm. Purge flow (pf) was <1ml/hr and purge pressure (pp) was >1000. No kinks were in tubing were noted. The purge tubing was disconnected and the alarm resolved, but restarted when the tubing was reconnected. It was noted that the patient was positive for heparin-induced thrombocytopenia (hit), with known blood clots in the lungs. The patient was on argatroban. There was no noted spike or increase in motor current (mc); however, the flow had decreased from 3.5 to 2.4l/min. No plan to initiate tissue plasminogen activator (tpa). The decision was made to decrease to p-5 and explant the device. After one week on support, the device was successfully removed. The post-procedure outcome is survived at explant. The impella functioned at p-8 at 3.8l/min as intended. Thrombus (thrombosis) can occur due to inadequate anticoagulation and is an adverse event associated with impella's mechanical support.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. H10: added related device report number. Additional information has been provided in h3, h6, and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the issue was biomaterial ingestion as evidenced by log analysis showing ingestion event prior to reported failures and returned product showing biomaterial.

Manufacturer narrative:
Correction b1 product problem was inadvertently omitted on the initial manufacturer device report number. Section d4 catalog number was corrected. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
Updated information: h6 med dev prob code added a140508.